Manufacturer narrative:
No relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. This case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.

Event description:
(B)(4). On (B)(6) 2013 at night time after dinner the patient,(B)(6), checked the blood glucose level and it was 100s mg/dl. The patient went to bed. On (B)(6) 2013 the patient worked up shortly after midnight with severe nausea and vomiting. The patient checked the blood glucose level and it was in the 400s mg/dl. The patient was hospitalized at (B)(6) hospital and was admitted with a severe diabetic ketoacidosis event that caused the death of the patients (B)(6) fetus. It is reported that the patient had no signs of infection or any precipitating factors for diabetic ketoacidosis other than pump failure. In the early morning hours on (B)(6) 2013 the patient gave birth prematurely. The premature baby boy died of severe hypoxic ischemic encephalopathy and multi-organ system failure on (B)(6) 2013. This event was reported by legal representative via medtronic minimed. No further information available.